Event description:
Patient was revised due to infection. Medical records were obtained. (B)(4) 2012 - clinical report received. Clinical report indicates the patient a loose acetabular component was found upon revision. (B)(4) 2012 - radiographic reviewer findings received. (B)(4) 2012 - the existing MDR decision was changed for the acetabular component.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a clinical patient. Medical records were obtained. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2012 - clinical report received. Clinical report indicates the patient a loose acetabular component was found upon revision. Update: (B)(4) 2012 - radiographic reviewer findings received. Update: (B)(4) 2012 - the existing MDR decision was changed for the acetabular component. The complaint re-opened. The acetabular component associated with this report was not returned. A complaint database search finds no other reported incidents against this provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.